Event description:
Customer reported, she was experiencing low blood glucose for about two hours. Customer's blood glucose was 81 mg/dl, treated by drinking soda. Troubleshooting was performed. Customer was advised to disconnect from the insulin pump. The drive support cap was reported normal. Customer was not hospitalized. Customer changed the entire infusion set the night prior to event. Customer was disconnected during the rewind and prime sequence. No issues noted with the reservoir. Customer was advised to monitor the device. Customer also stated that prior to low blood glucose she was high. Customer treated high blood glucose with two or three manual injections, which cause her to lower to 81 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.